Event description:
Patient's enterra therapy system was explanted by dr (B)(6) due to infection. She stated that she has had the device for 3 years, but just recently got the infection. The patient wants a new system implanted as soon as the infection is resolved and wound has healed.